Manufacturer narrative:
Although the reported elevations in pump power and flow were confirmed through evaluation of the submitted log files, a specific cause could not be conclusively determined. Furthermore, a correlation between the left ventricular assist system (lvas) and the reported lactate dehydrogenase (ldh) elevation and suspected device thrombosis could not be conclusively determined through this evaluation. The account reported the patient was doing well at home with ldh trending downward and pump parameters improving. The patient will also be monitored on a weekly basis at the hospital. The patient remains ongoing on vad support with no further related issues reported. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6) 2018 the system controller log files showed with suspicion of device thrombosis. Some intermittent power and flow elevations were noted. On (B)(6) 2018 it was reported that they are deciding if they will exchange the pump or not. The patient is fine, asymptomatic, and is home. But going to the hospital every week to do the follow up and exams. The hospital has increased the anticoagulation as a matter of safety. On (B)(6) 2018 it was reported that the patient has been on surveillance for presumed pump thrombosis due to lactate dehydrogenase (ldh) being about 600 but is now trending down. The patient had delayed vka initiation due to bleeding around the lvas, w/o overt left ventricular assist system (lvas) obstruction or clinical compromise. We have opted for conservative management for the thrombus for now. Some improvement has been noticed. On (B)(6) 2018 the patient had hospital discharge and is doing well. The lvas parameters seem to be improving, but we still note some power spikes.

Manufacturer narrative:
The patient¿s weight was not provided. The serial number of the device was not provided, therefore the manufacture date, approximate age of device, and device unique identifier (UDI) are unknown. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that pump power elevations were observed. Pump thrombosis was suspected. A ramp echocardiogram was not suggestive of thrombosis; however, the patient reportedly had signs of hemolysis with elevated lactate dehydrogenase. The patient was treated with a heparin infusion. No additional information was provided.